Event description:
It was reported that, "the patient's cup had rotated out of the socket pulling out one screw and breaking the other. Dr. Revised the acetabulum. The surgeon stated 'I did not medialize the initial cup enough; it was loose from the start.' He stated the revision was not related to the implant."

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.